Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient underwent a trial drg implant procedure and bradycardia and asystole were noted three times when placing the drg trial lead at the l1 level. Prior to the occurrence of the bradycardia and asystole, the physician had placed pressure on the foramen and when the lead was retracted the issues ceased. The physician was able to place the lead with no further issues. The patient has a history of afibrillation and was under heavy sedation during the procedure.

Event description:
Additional information received indicated the patient is doing well and has not exhibited any symptoms related to the issues encountered during the implant procedure.